Event description:
It was reported that post completion of a stenting procedure, a clot was noted on the removed intravascular ultrasound (ivus) catheter that was used in the case. It is unknown if thrombosis occurred during the procedure. The patient act was reported to be 245.

Manufacturer narrative:
There was no device malfunction and/or non-conformances alleged. The device could not be evaluated, because it had been disposed of by the customer. A ship history was performed to try to identify the device likely utilized in this procedure. The device history likely utilized in this procedure. The device history record (DHR) review was conducted on nine identified batches sent to this center within one month of the procedure. The DHR review found nothing relevant to the reported event. The dfu contains "thrombus formation" among a list of complications which "may occur as a consequence of intravascular ultrasound imaging." Based on the information known at this time, the manufacturer cannot conclusively determine the cause of the user's experience.